Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap fell off. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2014 and absorbable straps were used. During the procedure, a piece of the device broke off and fell into the patient. The piece was able to be removed with graspers. The procedure was completed with another like device. There was no adverse consequence to the patient.